Event description:
It was reported that the needle did not deploy. Pod was worn less than an hour.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. No lot release records were reviewed, as the product lot number was not provided.

Manufacturer narrative:
The device was received deployed with the pink slide insert in the viewing window. Investigation of the device data indicates that the first priming sequence ran 46 pulses and then was deactivated by the user at pulse 610. During operation, the device was able to successfully deliver a bolus following the priming sequence. The needle mechanism was reset and deployed with no issue. No damages or defects were observed that would indicate the reported needle mechanism failure.